Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator and was unable to duplicate the customer reported malfunction. The fse performed the annual post maintenance (pm) inspection. The unit passed all tests , calibrations and was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator's settings were locked. Additional information has been requested. There was no report of death or serious injury associated with this event.